Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an coronary interventional procedure. Reportedly, the suture would not come out. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device analysis could not confirm the reported suture would not come out, as some of the key device components were not returned. Based on visual and functional analysis of the returned device components, there is no indication of a product deficiency. Additionally, one unused, sterile perclose proglide device with the same lot number as the complaint device was returned for evaluation. Functional testing was performed and the device passed with acceptable results. No manufacturing or abnormal observations were detected. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is returning for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.